Manufacturer narrative:
D9: date device returned to manufacturer: unknown. The investigation for the reported power issue has been completed. The product was returned, and the issue was not confirmed. Logs from the complaint date and earlier time are consistent with the reported symptom and confirm the failure mode. Ac power disconnected, event set: #109 was triggered and cleared instantaneously. Field service technician performed a thorough test for the console, however, no ac power/ charging issue was noticed or reproduced. During the power cycles, the console could switch between charging and running on batteries. No abnormality or bad connection was found for the console. Per the results of the clinical review and investigation, the root cause was not determined since the failure mode was not reproduced in fs. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. While on support, the aic showed ac power disconnected alarm frequently even when the cable is plugged in. Changed to another backup aic. Due to the fact that the patient couldn't wean the support of ECMO and weak native heart, relatives decided to stop support. The survival outcome at explant noted the patient expired. There is not enough information to exclude the aic device as an associated factor in the patient's demise.